Manufacturer narrative:
This follow-up is being submitted to relay additional information. The reported event was confirmed through medical records. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: x-ray review determined that the overall fit and alignment of both knees on the initial images and the left knee is anatomically aligned following revision. Bone quality is osteopenic. There are no radiographic findings to explain the decreased range of motion apart from the bilateral patellar fractures. Operative notes state that at the four-year post-operative follow up; eq5d 1, kss score 95, rom 100 degree, satisfaction score 34 with no pain and medication were noted. Patient reports decrease in rom by 25 degrees from peak with slight decrease in satisfaction score. No product was returned or pictures provided; therefore, visual and dimensional evaluations could not be performed. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0002648920-2019-00417. Concomitant medical products: articular surface fixed bearing posterior stabilized (ps) right, item# 42521400510 lot# 62731747. All poly patella cemented 32 mm diameter, item# 42540000032, lot# 62402290. Tibia cemented 5 degree stemmed right size d, item# 42532006702, lot# 62844763. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial right total knee arthroplasty and subsequently, at the 4-year post op visit, it was reported the patient¿s range of motion decreased to 100 degrees as well as a slight decrease in satisfaction score. No further treatment or intervention noted. There is no additional information at this time.